Event description:
It was reported that during a prostate procedure, the fiber stopped working and broke after 72,390j with 9:04 minutes of use. The tip was not cleaned during procedure. The case was completed with turp as alternative method, resolving the event.

Manufacturer narrative:
Analysis of the returned device showed the fiber tip exhibit no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. The cause of the observed damages to the fiber are likely due to heat accumulation. However, the alleged event of ¿fiber break¿ could not be confirmed based on device analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.